Event description:
It was reported, the patient experienced loss of stimulation coverage due to lead migration. It was reported, the leads were explanted and a new type of lead was implanted.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.